Manufacturer narrative:
12/3/2019 - we have contacted the consumer to return the product for evaluation. To date, we have not received the product. 1/15/2019 - we have received the product and the investigation was complete. Below is the manufacturers narrative: manufacturers narrative. No testing was possible. Product was in a non-working condition. Per the consumer description and the photos provided, the consumer misused the heating pad in 2 circumstances. 1 - " when returned home...", would imply the heating pad was plugged in and "on" when the consumer left the house. We warn against this in the ib. 2 - the unit was used while sitting or laying on it. The chair photos show a burn at the point where the top cushion meets the bottom cushion. This would imply the consumer was leaning against the heating pad which caused it to be trapped between cushions. We state in the ib that all "heating pads" are to be draped over the body part being treated. We warn against trapping it in the recliner, leaning against it and having it plugged in when not in use.

Event description:
(B)(6) 2019 - the consumer claims that he came home and the product stared a fire. There were 2 burnt holes on his couch. Injuries did not occur.

Manufacturer narrative:
12/3/2019 - we have contacted the consumer to return the product for evaluation. To date, we have not received the product.

Event description:
11/12/2019 - the consumer claims that he came home and the product stared a fire. There were 2 burnt holes on his couch. Injuries did not occur.